Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles did not have holes. The following was received by the initial reporter: have noticed about 1 in every 20 bd 30g needle does not have a hole in it. The item info is provided below. Additional info from customer: (27-july-2023). What is the number of occurrences? Approximately 1 in every 20 needles. Are you able to provide event date? As recently as yesterday.

Event description:
It was reported that the bd safetyglide¿ needles did not have holes. The following was received by the initial reporter: have noticed about 1 in every 20 bd 30g needle does not have a hole in it. The item info is provided below: additional info from customer: (27-july-2023). What is the number of occurrences? Approximately 1 in every 20 needles are you able to provide event date? As recently as yesterday.

Manufacturer narrative:
H6) investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055902. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.